Manufacturer narrative:
A complete lead was returned in one piece. The reported event of unacceptable threshold was confirmed. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The reported event of high pacing impedance was not confirmed. The test for lead impedance could not be performed due to the as received condition of the lead consistent with procedural damage. The cause of unacceptable threshold was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
Related manufacturer reference number: 2017865-2025-10441. It was reported that right atrial (ra) and right ventricular (rv) were exhibited high threshold. The right atrial (ra) lead had cross talk and impedance was low. The right ventricular (rv) lead had rising impedance. Both lead were explanted and replaced. The patient is in stable condition.